Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
A medwatch was received at philips that the heartstart mrx defibrillator screen failed during treatment for a pt in cardiac arrest. The medwatch listed the event outcome as "other serious". We are trying to obtain additional details.